Event description:
It was reported that alarming "air in line detected" when placed on cassette was experienced.

Event description:
It was reported that alarming "air in line detected" when placed on cassette was experienced.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "air detector" messages. Functional testing found that the air detector failed. The investigation determined that a faulty air detector was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1 and d4, model number.

Manufacturer narrative:
Other text: h6) additional information was received indicating the reported the event did not occur while in use with a patient.